Event description:
A customer contacted haemonetics on (B)(6) 2011 to report that black particulate was noticed in the platelet bag after the 2nd cycle. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 to report that black particulate was noticed in the platelet bag after the 2nd cycle. No operator or donor injury was reported. Based on the report of unidentified particulate in the platelet bag, and the fact that the product is delivered from donor to pt without the use of a filter, there is a possibility of serious injury or death to the recipient. The reason being that the particulate could cause an emboli to the pt, or compromise their health in a manner that would require intervention to preclude permanent impairment of a body function or structure. The product has not been returned; therefore, no eval has been performed. A supplemental report will be filed pending completion of the investigation. (B)(4).